Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the catheter ruptured was confirmed. The report was reviewed; however, a comprehensive investigation could not be performed because the sample was not returned for analysis. The customer supplied a photo of the sample that showed a catheter where the body had ruptured adjacent to the juncture hub. The body of the catheter was severed and removed approximately 1.2 in. Below the juncture hub. Per the instruction booklet the maximum pressure during injection should not exceed 300psi. Per the lidstock, a pressure injection flow rate of 4ml/sec was determined at an injector pressure setting of 300 psi using a media of 11.8 centipoise viscosity. The customer reported that the injector was set for 4cc/sec, but did not report the pressure used. Published information from the manufacturer of omnipaque 350 (ge healthcare) shows that the viscosity is 20.4 centipoise at 20c and 10.4 centipoise at 37c. If injected near room temperature, this could exceed the rating for the catheter. A review of the device history records did not reveal any manufacturing related issues. A risk evaluation was completed for this issue. The probable cause of the catheter rupture other remarks: could not be determined based upon the information provided and without the actual sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was placed on (B)(6) 2016. The patient had one contrast CT, since the catheter, was inserted on (B)(6) 2016. The line was taped so that it extended across the antecubital. The catheter was power injected and ruptured. The patient suffered no harm from the breakage. It was believed that the way the catheter was secured contributed to its breakage. The injector was set for 4cc/second. The contrast was omni 350. After the catheter ruptured it was replaced with a new one.